Event description:
Caller states that the pt tested 523 mg/dl and 128 mg/dl on device uj48028797 and 129 mg/dl on device uj84008880 within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.